Event description:
It was reported to philips that there was system unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that there was system unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system and found that the drive bay not powering on during system boot. To resolve the issue, fse replaced host pc and uploaded new license file. The defective part was returned for analysis, for host pc, no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.